Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.